Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Physician reported left side device rupture and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec), observed an opening assessed as surgical damage and observed missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, d6b, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side device rupture and capsular contracture baker grade iii. The device has been explanted.